Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ nano¿ pen needle broke off in a patient's skin during use. The patient went to the hospital where the needle was removed by a physician through manual manipulation. There was no report of additional treatment or medical intervention.

Manufacturer narrative:
Customer returned ( 2 ) 4mm, 32g bd pen needles; one sealed and one without the tear drop label. Consumer states needle breaks off during use. The returned pen needles were examined and the following was observed: 1 broken at the patient end of the cannula. 1 sealed needle - was tested for flow and it passed and it was tested or point geometry, outer diameter and lube coverage. It was within specification. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7312912. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle broken at patient end of the cannula. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.